Manufacturer narrative:
The device manufacturer date is not known. Alleged failure: broken piece at tip. Update: was the issue noticed prior, during, or after the procedure? During the procedure upon insertion of the scope into the port in the abdomen the small metal object fell into the port. It did not enter the patient's abdomen. It was successfully retrieved, and it was determined the piece was from the end of the scope. The scope and piece of metal were removed from the sterile field. A new scope was opened, and the case continued without delay. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be improper handling, or shipping damage. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke. Please note that the broken piece was successfully removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke. Please note that the broken piece was successfully removed.